Event description:
New information received notes the patient did not show up for their scheduled appointment. The patient was being monitored remotely. There had been no regular re-occurrence of the post paced t wave oversensing and there were no other complaints.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no patient consequences.